Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer had carbs to treat low blood glucose and blood glucose was okay now. Customer stated that sensor would not connect to the insulin pump. Customer declined troubleshooting for at that time. Insulin pump will not be returned for analysis.